Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the trusteel infusion set and resuming insulin use. It was noted that the infusion set had been in use for more than 48 hours, prompting technical support to educate the customer on the correct usage duration of 24-48 hours. The customer understood and acknowledged the advice, while also discussing frequent recurring issues with occlusion.